Event description:
As reported, the balloon of a 5mm x 30mm aviator plus percutaneous transluminal angioplasty (pta) balloon catheter ruptured at 10 atmospheres (atm) during the procedure. Additionally, there was difficulty removing the protective balloon cover. There were no reported injuries to the patient and no signs of infectious disease. This was during a procedure to treat stenosis of the internal carotid artery. The target site vessel characteristics included moderate calcification, no tortuosity, and 85% stenosis. The device was stored and prepped per the instructions for use (IFU). The device maintained negative pressure during preparation. Additional details about the specific packaging components that were difficult to remove were requested but not provided. The device will be returned.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the balloon of a 5mm x 30mm aviator plus percutaneous transluminal angioplasty (pta) balloon catheter ruptured at 10 atmospheres (atm) during the procedure. Additionally, there was difficulty removing the protective balloon cover. There were no reported injuries to the patient and no signs of infectious disease. This was during a procedure to treat stenosis of the internal carotid artery. The target site vessel characteristics included moderate calcification, no tortuosity, and 85% stenosis. The device was stored and prepped per the instructions for use (IFU). The device maintained negative pressure during preparation. Additional details about the specific packaging components that were difficult to remove were requested but not provided. The device was returned for analysis. A non-sterile ¿aviator plus .014 5.0x30 142cm¿ device was received for analysis coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. A thorough inspection was performed observing that the unit does not present any damages or anomalies. No other outstanding details were observed. Functional testing was performed. An inflator/deflator device was attached to the inflation port. Positive pressure was applied with the purpose of reaching the rated burst pressure. The balloon was inflated as expected, no inflation difficulties or delays were observed, and the pressure remained steady. Negative pressure was applied, and the balloon was deflated as expected with no delays. The balloon was deflated not observing any difficulties. The reported ¿packaging/pouch/box removal difficulty protective balloon cover¿ could not be confirmed as the balloon cover was not returned with the device for analysis and cannot be tested against the balloon. Additionally, the reported ¿balloon burst¿ was not confirmed during device analysis, no anomalies were noted during functional testing. The exact cause of the reported event could not be determined. The balloon was inflated/deflated with no burst or leaks noted and without any anomalies noted to the balloon. Therefore, based on the information available for review, it is difficult to draw a clinical conclusion between the device and the event reported by the customer as no anomalies were noted to the device. According to the instructions for use ¿prior to use, the device should be examined to verify functionality and integrity, and ensure that its size is suitable for the specific procedure. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure-monitoring device is recommended to prevent over-pressurization. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ the information available nor product analysis suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the balloon of a 5mm x 30mm aviator plus percutaneous transluminal angioplasty (pta) balloon catheter ruptured at 10 atmospheres (atm) during the procedure. Additionally, there was difficulty removing some of the sterile packaging components. There were no reported injuries to the patient and no signs of infectious disease. This was during a procedure to treat stenosis of the internal carotid artery. The target site vessel characteristics included moderate calcification, no tortuosity, and 85% stenosis. The device was stored and prepped per the instructions for use (IFU). The device maintained negative pressure during preparation. The device will be returned.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.